Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer became jammed when a nurse attempted to access the machine the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 7 pocket e1 was overfilled. A field service engineer (fse) found that the cubie pocket lid was not properly closed, which caused the drawer failure. The fse unjammed the cubie pocket, released and unloaded the contents during recovery, and then reinserted the pocket and reloaded the medication. The drawer was tested using the hardware test application, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.